Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a customer service quality specialist. The patient claimed that on (B)(6) 2017 at 5:30am, she woke up feeling her blood glucose level was ¿low¿ and obtained an alleged inaccurately erratic result of ¿522 mg/dl¿ followed a few minutes later by ¿490 or 477mg/dl¿. The patient manages her diabetes with insulin (self-adjuster). She reported that because the results were high, at 5:35am she administered 10 units of humalog insulin. She indicated that after about 10 minutes, at approximately 5:45am, she ¿felt shaky and experienced hand twitching¿. She stated that she went downstairs to retest her glucose with another onetouch ultramini meter and obtained a result of ¿48mg/dl¿ before 6:00am. It was not established during the call whether the patient received any treatment for her symptoms above and beyond her usual diabetes care and management routine. She indicated that later that day, she changed the battery of the subject meter; she reported a range of results from 66 to 403 mg/dl. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps and confirmed that she had used the same approved sample site to obtain the blood samples. However, the cca noted that the patient had been storing the test strips outside the original vial, invalidating the results she obtained. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Shaky and hand twitching, after obtaining alleged inaccurately erratic (high) blood glucose results on the subject meter and injecting insulin.